Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 496 (mg/dl). A correction bolus was delivered to address bg levels. System check with tandem technical support indicated that the customer missed delivering a meal bolus. Reportedly, the customer thinks their infusion site contributed to their elevated bg levels. The customer was guided through a site change and resumed insulin delivery.